Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tube was clogged with foreign material due to a problem with the cleaning workstation. The issue occurred when preparing the device for use. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Updated h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. There was no deviation from IFU in reprocessing steps for the area foreign material remained. There was no physical damage at the foreign object detection point. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.